Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "runtime calibration failure - 1051" and "off set self check failure - 1174" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report for runtime calibration failure - 1051 was observed during review of the device's history log. The device was put through extensive testing which included bench handling, power cycling, and functional stress testing without duplicating the report. The smart pneumatic module was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. The customer's report for off set self check failure ? 1174 was duplicated and attributed to a faulty flow transducer on the smart pneumatic module. The smart pneumatic module was replaced. Analysis for reports of this type has not identified an increase in trend.